Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Events reported via: 2210968-2022-07787. Photo analysis: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photograph shows two winding formers and two dispensed needles/sutures, one of the sutures is divided into two sections. Product code sxpp1a301. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 11/8/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3: investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one empty open foil and one labeled winding former with a needle-suture combination that pertains to product code sxpp1a301, lot rkmhjr. As per the visual inspection of the product received, the swage and attachment area were noted to be as expected and the needle was still attached to the suture piece. In addition, the suture suffered thermal deformation, including shrinkage, and melting into the winding former. In the visual inspection of the winding former, no damage or defect on the plastic tray could be observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the investigation, it was determined that the root cause of the issue pertains to machine ¿ inadequate design as the gifm flow control for the bottom foil sealing does not have the correct algorithm to ensure the cycle completes if the machine is stopped while the die is transitioning from its pre-work state to its sealing completed state. Furthermore, method was identified as a contributing factor as it does not provide instructions to discard the product on the web after an emergency stop, which could potentially lead to a suture melt condition. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3: investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received seven unopened samples that pertains to product code: sxpp1a301, lot: rkmhjr. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. During visual inspection of the sutures, it was observed that three sutures suffered thermal deformation, including shrinkage, and melting into the winding former. In the other four sutures, no anomalies or breakage sutures were observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the investigation, it was determined that the root cause of the issue pertains to machine ¿ inadequate design as the gifm flow control for the bottom foil sealing does not have the correct algorithm to ensure the cycle completes if the machine is stopped while the die is transitioning from its pre-work state to its sealing completed state. Furthermore, method was identified as a contributing factor as it does not provide instructions to discard the product on the web after an emergency stop, which could potentially lead to a suture melt condition. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reported events: 2210968-2022-07786 and 2210968-2022-07787.